Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err hwrf call tech support. No additional patient or event information is available. No product or data was returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will charge and boot. The receiver log was reviewed and observed hardware error were found in log. The customer complaint was confirmed because hardware was found in the receiver log.. A root cause could not be determined.